Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 6x40 mm foxcross device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat lesions located in the moderately calcified, moderately tortuous common and internal iliac arteries. Resistance was felt during advancement of the 10x20 mm foxcross balloon catheter to the lesion due to calcification and the balloon ruptured on the first inflation at nominal pressure. A 6x40 mm foxcross balloon catheter also met resistance due to calcification when crossing the lesion and the balloon ruptured on the first inflation, again at nominal pressure. A second 6x40 foxcross balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.